Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in the (B)(6), the physician had no problem with valve alignment and started to deploy the valve. However, the valve was only half deployed when he notice that contrast solution was coming out of the distal end of the delivery system near the handle. The valve could not be fully deployed but was stable in the annulus at this time. They refilled the atrion syringe and found a 23mm non-edwards balloon which was prepared at the same time in case there was the same issue (there were no 23mm edwards bav balloons in the lab at that time). When they tried to inflate the delivery system balloon again they had the same leak at the distal end. They removed the delivery system and then used the 23mm non-edwards balloon to fully deploy the valve. The valve was slightly higher than they had hoped for 90:10 aortic/ventricular but there appeared to be no pvl on echo or angio.

Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a leak was confirmed under the balloon shaft strain relief at the y-connector, which resulted from a complete break on the balloon shaft distal to the y-connector. No other abnormalities observed. The balloon shaft outer diameter (od) distal to the y-connector bond met specification. No manufacturing non-conformances were found which could have contributed to the reported complaint event. No IFU/training deficiencies were identified. A review of complaint history from april 2015 to march 2016 revealed other returned complaints confirmed for commander delivery systems leakage distal to the y-connector (all sizes). In addition, a review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate for the trend category of commander delivery system leakage exceeded the trend category control limits. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x minimum magnification for device damage (e.g. Kinks, cuts). Also, balloon catheters are 100% leak tested. The related manufacturing lot underwent product verification testing on a sampling plan, which included visual inspection, tensile testing of the y-connector/balloon shaft joint, and inflation and deflation time; all samples passed visual inspection. During tensile testing, the calculated tolerance limit was statistically above the lower specification limit. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of any changes.